Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal left circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 2.25x12mm trek balloon dilatation catheter (bdc) was advanced with no resistance for pre-dilatation. The balloon was inflated once to 6 atmospheres when a rupture occurred. A 2.25x12mm nc trek neo bdc was used to continue the procedure followed by a 2.5x15mm xience stent being implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.